Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
This report will be amended, when our investigation is complete.

Event description:
It is reported, the poly liner would not insert into the metal cup.